Event description:
CPAP philips dreamstation device - causing chronic headaches, upper airway irritation, chest pressure, skin rashes/bumps/itching, inflammatory response, nausea, vomiting, bloating, dizziness, sinus congestion, sinus drainage, blood in machine and in saliva. I have been to multiple doctors over the last few years in an attempt to find a diagnosis: dermatologist, gastroenterologist, oncologist, general surgeon, nurse practitioner, urologist, pulmonologist, 2nd oncologist for 2nd opinion, family doctor. Have had to pay for doctor visits, CT scans with contrast dye, 2 colonoscopies, bronchoscopy, ultrasound, egd. Had to miss so much work due to these appointments. Have had to miss so much work due to feeling sick. No one could explain the symptoms. I kept telling my doctors that CPAP machine was making me sick. Was told I had to wear it by my pulmonologist or he would revoke my cdl license. FDA safety report ID# (B)(4).